Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a faulty force sensor resistor. The functional testing could not be completed due to the alarm. The motor was tested outside of the device and passed. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a missing end cap sticker.

Event description:
It was reported the customer received a motor error alarm during a bolus delivery. The customer also reported their motor error alarm was recurring. Customer's blood glucose was 116 mg/dl. It was found the customer was able to complete the rewind sequence on their insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.